Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. At the end of the procedure, as the ablation catheter was being manipulated in the left ventricle, the patient became hypotensive. X-ray determined that the heart was not moving normally and a pericardial effusion was identified. A pericardiocentesis was performed and approximately 500ml of blood was drained so the patient was then transferred to the operating room for surgical repair and stabilization. There were no performance issues with any abbott device.